Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient was having difficulty charging her implant battery. Patient talked with a manufacturer rep at the doctor's office and was told to call patient services. No troubleshooting was done with the rep. Patient reported that when she tries to charge her implant the controller shows her implant battery is "dead"; patient described the screen as a white battery with a red strip next to the picture of the person with a red triangle and exclamation mark inside triangle. No troubleshooting could be performed as patient had to get off the phone. Patient called back and stated that she charges every night and has not seen this before. It was explained to patient that this means her ins is depleted or low and she needs to charge her ins. Patient put charger on and it said recharging and excellent. Patient was told to keep it on and charge her ins. Patient was going to charge for an hour and if it doesn't charge will call back. Later, patient reported that everything has charged up. On (B)(6) 2018, patient reported that the ins and controller were charged at 100% but could not feel stimulation. The event date for not feeling stim was provided as (B)(6) 2018. Patient mentioned they fell on (B)(6) 2018. Troubleshooting was performed over the phone. Communicator showed that the stim was off. It was reviewed with patient that this is why they were not feeling the stim. Patient was able to turn stim on and stated that they could feel the stim now. Patient requested hcp listing as they had moved to a new address. No further complications were reported/anticipated.